Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited high out of range pace impedance measurements at a routine device change out. The pacemaker was reprogrammed to vvi. The system remains in service. No adverse patient effects were reported.